Manufacturer narrative:
(B)(4). Event was unable to be confirmed as no product, pictures or x-rays were returned. Review of device history records was unable to be performed as lot identification was not provided. A root cause was unable to be determined due to limited information provided by the informant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the drill pin fractured. An x-ray later confirmed that the fractured piece was left in situ. Medical intervention was not reported. No additional information is available due to hospital policy.